Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, as soon as the devices enter the skin, the needles were separating from the thread. Used 3 to 4 packages per laceration because of the issue.